Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer received a result of "hi" (greater than 600 result of mg/dl on their blood glucose meter at 5:31am. The consumer administered 25 units of insulin. At 6:27am tested: "hi". At 7:18am moved infusion site and administered 10.7 units of insulin. At 7:27am tested "hi". At 7:34am administered 14.7 units of insulin. At 7:57am tested "hi". At 8:24am administered 10.7 units of insulin. At 8:39am tested "hi". At 8:53am administered 14.7 units of insulin. The consumer experienced a hypoglycemic event which did not require medical intervention. The consumer opened a new vial of nova test strips tested, getting a result of 53 mg/dl. The test strips in question will be returned for eval.